Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropies results were obtained from multiple patient samples as well as samples processed during a diagnostic within-run precision test when tested on a vitros xt 7600 integrated system. The assignable cause is instrument related. A within run vitros tropies precision test performed was outside ortho guidelines indicating that the vitros xt 7600 integrated system was not performing as expected at the time of the event. An ortho field engineer performed service and maintenance actions to the instrument, including cleaning components of the microwell incubator and replacing the well wash aspirate filter and signal reagent dispense nozzle. Following these service maintenance actions, a tropies within run precision test was performed and the results obtained were within ortho acceptable guidelines indicating the vitros xt 7600 integrated system was now performing as expected. In addition, both post-service qc and a post-service patient correlation were found to be acceptable, further demonstrating that service actions performed on the xt 7600 integrated system resolved the non-reproducible, higher than expected results.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected vitros tropies results were obtained from multiple patient samples as well as samples processed during a diagnostic within-run precision test when tested on a vitros xt 7600 integrated system. Patient sample 1 result of 0.18 ng/ml vs. The expected result of <0.012 ng/ml. Patient sample 2 result of 0.15 ng/ml vs. The expected result of 0.02 ng/ml. Patient sample 3 result of 0.09 ng/ml vs. The expected result of <0.012 ng/ml. Patient sample 4 result of 0.09 ng/ml vs. The expected result of <0.012 ng/ml. Test sample 1 result of 0.123 ng/ml vs. The expected result of 0.031 ng/ml. Test sample 7 result of 0.068 ng/ml vs. The expected result of <0.012 ng/ml. Vitros fs diluent 3 tropies results of 0.078, 0.101, 0.106, 0.122, 0.128, 0.138, and 0.147 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropies results were not reported outside of the laboratory. The customer confirmed that there was no impact to patient care and no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).